Event description:
It was reported that the anchoring of the table to floor became loose and the table tilted while the patient was on the table. No injury was reported. Initial on-site evaluation revealed that the grip power of the anchor bolt that fixed the table to the floor was weak. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up will be issued when the investigation has been completed.